Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had fluctuating blood glucose levels, between 250 and 500 mg/dl, and as low as 43 mg/dl with cognitive impairment. For the low, emergency medical services were called on (B)(6) 2015 and patient received glucagon. During troubleshooting, customer support found the patient had set the time in the pump incorrectly, having transposed am and pm. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to the user error of setting the pump time incorrectly.